Event description:
Report received of an incident involving a tubing set with a backcheck valve that allowed retrograde flow. The tubing set was being used to infuse an unspecified antibiotic. The patient had a peripheral IV access with d5 1/2 ns infusing through the primary tubing set. The nurse hung the piggyback tubing with the antiobiotic and lowered the primary line. Immediately at the start of the antibiotic infusion the nurse noticed mixing of the primary and secondary lines. The reporter was uncertain whether the primary solution back flowed into the primary line container or vice versa. The nurse then manipulated the set until able to get the antibiotic to run. The antibiotic was infused and the tubing set was discontinued. The primary infusion was resumed without further problems. There was no report of patient harm or adverse patient effects. Although requested, no additional information was available.